Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) lot number - correction, expiration date - additional, if follow-up, what type?: correction/additional information.